Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy due to lead noise. The lead was capped and replaced at the time of patient surgery for an issue unrelated to the lead. The patient did not have any related symptoms and was stable before, during, and after the procedure.